Event description:
It was reported the customer had a battery out limit alarm. Customer's blood glucose was 126 mg/dl. The customer stated the alarm occurred after a battery change. The customer was assisted with clearing the alarm. It was also revealed the customer had received several battery out limit alarm. After replacing the battery, the alarm occurred again. The customer was asked to return their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.